Event description:
It was reported a spectrum pump over infused fentanyl to a pt (infusion parameters unk) in the burn unit. The customer reported "the pt was slightly more sedated than the day before". It was also reported there was no serious injury or death as an outcome of this event.

Manufacturer narrative:
(B)(4). Baxter is continuing to investigate the reported event. When the investigation is completed, a supplemental report will be submitted.